Manufacturer narrative:
Initial.

Event description:
It was reported that the customer experienced dexcom g7 continuous glucose monitor (cgm) bluetooth pairing failure with the ilet and sought assistance to reconnect the sensor; the agent guided the user to toggle settings, restart the ilet, review recent cgm alerts, and allow time for pairing. No adverse clinical symptoms reported. Outcomes included no alerts or alarms and no impact to blood glucose values. User support included remote troubleshooting and user education. Investigation of this case revealed a temporary connectivity issue limited to pairing between the dexcom g7 and the ilet, with no device alarm behavior and no confirmed hardware malfunction. It was concluded, based on previously established findings for similar reports, that user-guided troubleshooting and routine reconnection steps resolved the pairing failure without clinical harm.